Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the infusion set tubing. The customer does not know if the air bubble impacted their blood glucose level. However, the customer experienced an elevated blood glucose level of 266 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer ate a lot during a party and did not sleep well. The customer changed the supplies.